Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems ("add gel" messages, arrhythmia alarms) have been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along a pulse wire inside the trunk cable. The cause of the test failure and the reported messages is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages in the absence of a prior gel release and arrhythmia alarms.